Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that the battery remaining in this device has decreased from 54% in may down to 11% at the last follow-up. Technical services offered to do an analysis if the clinic will send in the data. The device was explanted there were no additional adverse patient effects.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued an advisory communication in (B)(6)2019 regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior; the population of devices that may be impacted was expanded in (B)(6) 2020. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
This supplemental report is being filed to provide additional information that the product has been explanted and replaced. There were no additional adverse patient effects. It was reported that the battery remaining in this device has decreased from 54% in may down to 11% at the last follow-up. Technical services offered to do an analysis if the clinic will send in the data. The device remains implanted. This is considered a device malfunction that could cause or contribute to serious injury. There were no adverse patient effects.

Event description:
It was reported that the battery remaining in this device has decreased from 54% in may down to 11% at the last follow-up. Technical services offered to do an analysis if the clinic will send in the data. The device remains implanted. This is considered a device malfunction that could cause or contribute to serious injury. There were no adverse patient effects.